Event description:
It was reported that the patient presented in clinic for a magnetic resonance imaging (MRI) procedure. It was noted that the implantable cardioverter defibrillator (ICD) inappropriately switched to backup (bvvi) mode due to incorrect MRI procedure. Tachycardia therapies were disabled due to the bvvi mode switch. The patient was asymptomatic. The ICD reprogrammed and the patient left in stable condition.